Event description:
Pump module was received in service by carefusion with cracked bezel at lower hinge, and broken sear on door latch. Customer complaint was attached reporting "freeflow stop disc". The customer reported there was no patient event related to infusion inaccuracy or unregulated flow with this device. Although requested, no additional information was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The reported issue was confirmed and found to be the result of a broken sear finger. A damaged or broken sear can lead to a false door open alarm even after the door is fully latched, or to a failure to close the safety clamp fitment when the door is opened. Previous investigations of this type of damage have identified root cause to be associated with excessive force applied to the door in the sear area. The cause for the damage to the sear on this returned pump module was not definitively identified. The device was received with a very small fracture present in the lower bezel hinge shroud; this issue was identified to be an incidental finding and is not associated with the reported free flow issue.